Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: do not use any other insulin with your system other than novolog/novorapid(novo nordisk insulin aspart) u-100 insulin or humalog (eli lilly insulinlispro) u-100 insulin. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose.

Event description:
It was reported that multiple intermittent occlusion alarms occurred and that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, customer was using off label insulin. Upon switching to novolog at the suggestion of tandem technical support, issues reportedly resolved and customer declined further troubleshooting. There was no reported impact to blood glucose.